Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lar. Event description: during initial setup, as the surgical team attempted to insert the wound retractor component into the incision and engage the retraction mechanism, the retractor ring became completely detached from the protective sheath while attempting to dilate the wound. This resulted in a loss of retraction and inability to maintain a stable access platform. A second unit of the same product was opened and attempted under sterile conditions. Unfortunately, the same failure occurred again¿the ring separated from the sheath during wound retraction, rendering the device non-functional. There is no impact to patient. User replace with a new one to complete this surgery. There is no other instruments to effect this event. Additional information provided by [distributor] on 25jan2026: the sheath separated from the inner ring. Yes, the inner ring was properly unrolled. The customer reported that approximately 3-5 minutes after placement, an air leak was audible, and upon inspection, it was found that the ring had separated from the sheath. No other instruments were used to place the alexis. Intervention: user replace with a new one to complete this surgery. Patient status: there is no impact to patient.